Event description:
It was reported via a journal article that a study was performed to evaluate the safety and efficacy of transvenous lead extraction (tle) at a single pediatric congenital heart disease (chd) center. The retrospective cohort study, covering a 11-year period, included a total of 113 patients that had a pacemaker or implantable cardioverter defibrillator (ICD) system and underwent tle with a total of 162 leads removed. The most common indications for lead extractions were lead malfunctions in 94 patients and infection in nine patients. There were 45 leads manufactured by boston scientific that were extracted, 21 of which were of the fineline product family. Full patient and product identification information of the study patients is not provided. Also, there is no identification of specific patient or lead manufacturer information and the specific reason for lead extraction in each case or specific complications that occurred due to tle in each case. Complications of tle occurred in 12 patients. The specific complications are as follows: significant residual lead remaining in the patient, atrial tear with cardiac tamponade, severe tricuspid regurgitation, flail tricuspid valve, pneumothorax, pocket hematoma, post-operative ventricular tachycardia (vt), intraoperative ventricular fibrillation (vf), and pacing catheter dislodgment. The interventions required due to these complications and associated timing of the interventions are as follows: no intervention, immediate intervention, intervention greater than six months after tle, admission to the cardiac catheterization lab for pigtail 24 hours after tle, admission to the intensive care unit (ICU) 24 hours after tle, cardiopulmonary resuscitation (CPR), and drainage of a pocket hematoma. There was no mortality associated with any of the cases in the study. The study concluded that tle can be performed successfully and safely in a pediatric and chd center. Patient age at lead implantation, not age at extraction, is an important predictor of needing a complex extraction, with younger patients at implant and older leads at extraction having the highest risk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.